Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in shock impedances. The shock impedances then became out of range, so the rv lead was surgically abandoned and replaced. During the revision, the rv lead was tested on the pacing system analyzer which revealed shock impedance values of 340 ohms. A fluoroscopy was also performed, but no damage was visible on the lead. No additional adverse patient effects were reported.